Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached retainer from the statlock substrate was confirmed, but the exact cause was unknown. One PICC statlock stabilization device was returned for investigation. The retainer was received separate from the foam pad. A variable amount of adhesion was visible on the bottom surface of the retainer and on the foam pad. The adhesive backing had been removed from the foam pad, which indicates that it had been used. The duration of use or the stresses applied to the retainer during use are unknown. The returned sample was forwarded to the manufacturing facility for further review. Mfg conclusion: the complaint for the plastic part of the anchor pad was detached from its underlying adhesive pad has been confirmed due to the returned device condition. However, the root cause for the reported event remains unknown since adhesive application was observed on the back of the retainer as well as a clear print of the entire retainer is visible on the separated foam pad. A lot history review (lhr) of jubux249 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the plastic part of the anchor pad was detached from its underlying adhesive pad. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of jubux249 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported that the plastic part of the anchor pad was detached from its underlying adhesive pad. No patient injury reported.